Event description:
On (B)(6) 2013, animas received notification from the reporter stating there was a discrepancy with the pump data download for a date issue. A review of the data download indicated entries made all day for (B)(6) 2013 until 5pm which did not occur. It was noted that customer support (cs) contacted the reporter multiple times and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the black box showed evidence of the time/date reset after a pump reboot on (B)(6) 2015. A timekeeping accuracy test was performed and the pump maintained time accurately during the 5 day duration test. However, when the pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00 am (B)(6) 2007. The pump was opened and the internal battery was found to be leaking. The time test was started but not completed due to an internal battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).